Manufacturer narrative:
H6-code 4115: the device was discarded at the facility. Therefore, a device evaluation could not be performed.

Manufacturer narrative:
Patient identifier was asked but remains unknown, therefore the gore case reference number was used. Patient age was asked but remains unknown. A review of the manufacturing records indicated the device met pre-release specifications. The device was discarded at the facility. Therefore, an engineering evaluation could not be performed. Additional information was requested from the physician, like patient ID, age and further details of the events. The provided details are captured in the event description.

Event description:
The patient presented with an aneurysm of the right internal iliac artery (iia) that was treated with a gore® viabahn® endoprosthesis with propaten bioactive surface (viabahn® device) and a small penetrating atherosclerotic ulcer (pau) of the left common iliac artery (cia) that was treated with a gore® viabahn® vbx balloon expandable endoprosthesis (viabahn® vbx device). They used a gore® dryseal flex introducer sheath (dsf1245) in cross-over technique to implant both devices using a left femoral access. A gore® dryseal flex introducer sheath (dsf1233) was used as an access from the right femoral artery. They reported that it was very difficult to advance the dsf1245 from the access at the left femoral artery to the right iia because of patient´s anatomy and very heavy calcification. The physician therefore applied high force to push the dsf1245 forward to the reach the target zone. They reportedly failed to cannulate the right iia because of patient´s anatomy and very heavy calcification. They then decided to occlude the right iia with a plug (abbott), and then to treat the right common/external iliac artery with the viabahn® device and to overstent the iia. After the viabahn® device was successfully implanted they slowly retracting the dsf1245 to the left cia and successfully implanted the viabahn® vbx device to treat the pau. They stated that when retracting the dsf1245 the patient condition started getting unstable. Suddenly the patient suffered a spontaneous drop in blood pressure, resulting in cardiac arrest. The patient could be resuscitated. Reportedly bi-lateral, bi-axial xray imaging of the pelvis showed that the left cia was ruptured and that there was massive bleeding into the abdomen that could not be controlled. They stated that several blood transfusions were required. Then they converted to open surgery to treat the ruptured cia and to clear out the abdomen. Reportedly, the patient had several cardiac arrests during the procedure, but each time could be resuscitated. They stated that the patient is doing well now.